Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of 'fluid intrusion'. Corrosion was found on the battery contacts. As a result, the battery contacts were replaced.

Event description:
It was reported that a wireless battery module had 'fluid intrusion'. It was also reported that there was no pt involvement.